Event description:
No additional information

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4304285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. All demographic information on the regulatory document is not populated.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: bd insyte autoguard 20g IV catheter needles identified having malfunction safety mechanism, causing it to retract too slow, get caught on catheter or not retract at all. Facility internal recall on identified lot #4304285. Reported twice during use, tested 5 and all 5 were slow to activate and one did not activate at all. Other serious or important medical event (not defined).